Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion due to back pain at l5-s1. During the procedure, the tip of the u-joint screwdriver broke off while putting in fixed angle screws for the implant. The product came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.